Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) helium leaking. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected field: e1 (initial reporter name, mail ID).

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component codes), h11. A getinge field service engineer (fse) was not dispatched to evaluate the unit but instead troubleshooted the issue over the phone. The customers biomed replaced the mangled helium tank gasket. Despite good faith efforts (gfes), no further information has been provided. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.